Manufacturer narrative:
(B)(4). Additional concomitant medical products: exceed cup size 60, head ceramic size 32, exceed polyethylene insert size 32. (B)(6). Device was not evaluated as the batch number was not communicated and the product was not returned. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a hip arthroplasty on (B)(6) 2014. Subsequently, the patient suffered infection and the prosthesis was revised with spacer implantation.

Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2014 with implantation of gts stem size 2. Patient suffered infection and the prosthesis was revised with spacer implantation on (B)(6) 2015.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, b7, d11, g1-2, g4, h2, h3, h4, h6, h10. Concomitant medical products and therapy dates : exceed abt cup size 60, ref. 131362ha and lot 2100370; investigated in (B)(4). Head ceramic size 32, reference and lot number were not communicated; investigated in (B)(4). Exceed abt polyethylene insert size 32, ref. 3161130 and lot 3534631; investigated in (B)(4). Investigation showed that the product was sterilized according to the specification the relationship between the product and the reported event could not be confirmed. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. The review of the supplier conformity certificate demonstrate that the semi finished products (ref (B)(4), lot number 0000662350) were manufactured and supplied compliant with specifications. No other complaint on the issue has been recorded for gts standard femoral stem size +2 reference ps129gp2 batch 0000684505 within one year. The reported event was unable to be confirmed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to the available data, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the patient underwent a hip arthroplasty on (B)(6) 2014. Subsequently, the patient suffered infection and the prosthesis was revised with spacer implantation.